Manufacturer narrative:
Two (2) devices were received for evaluation. A visual inspection was performed and leaks were observed from the end of the spike port tubing at the spike port cap. The leaks were also observed during functional leak testing. The reported condition was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 500ml exactamix eva tpn bags had leaked from the center port. This event occurred while filling the bags with an unspecified solution. There was no patient involvement. No additional information is available.